Manufacturer narrative:
Due to character limitations initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A physio-control field service technician evaluated the customer's device and verified the reported issue. Physio provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio returned the device to the customer without performing any repairs.

Event description:
A customer contacted physio-control to report that their device would not power on when attempted. There was no patient use associated with the reported event.